Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they thought their therapy needed to be recalibrated because they were peeing a lot and going about 30 minutes in between. They were waking up at night. The patient reported since they were waking up at night, they were getting tired. The patient stated this started in november 2025, and they thought they could handle it by reducing their water intake, but they thought "it's 3 years now" so they guessed maybe it was something else that needed to be done. The patient mentioned they had tried to "self-medicate per se", but stated it felt like something more needed to be done. The patient reported they went through a security screening device at the airport a few times and stated once they remembered they had the device, they started "going through the other one". The patient clarified they started working at the airport in october, and they think for the first two weeks they went through the security screening device because they forgot and then they stopped. The agent reviewed the therapy overview and general use of the external equipment. The agent attempted to walk the patient through connecting with their implant to check therapy status/make a therapy adjustment but the patient stated they lost their communicator. A request was sent to the repair depart ment to replace communicator.